Event description:
In this event, it was reported that after use of xeno v and a non-dentsply bonding agent, kerr lite, a pt experienced pain. As a result of the pain, the pt had endodontic treatment.

Manufacturer narrative:
It is suspected that this was due to an interaction between kerr lite and xeno v, resulting in inferior bonding to the dentine. Because there was medical intervention in this event, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.